Event description:
User received result of zero for multiple assays for approx 15 pt samples. Only the following specific example was provided: pt 1, initial lithium result 0 mg/dl. Same sample repeated gave result of 1.4 mg/dl. It was also noted the bicarbonate assay was giving zero results, samples repeated in normal range. No specific data provided including results or exact number of pts impacted. Erroneous results were reported for 2 samples, no pts were adversely affected. The field service rep determined the cause to be misalignment of the sample tubes. The sampler assembly was adjusted and rack inserts were replaced. Performance tests were performed and within specification.